Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This report is for an unknown biomaterial - cement: traumacem/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Device available for evaluation : complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter occupation: initial reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial , a follow-up will be filed as appropriate.

Event description:
Device report from japan reports an event as follows: it was reported that on (B)(6) 2022, the patient underwent an unknown surgery with the tfna augmentation. After mixing the cement, the cement was dispensed into the syringe and injected into the cannula. The surgeon confirmed that the cement came out of the cannula tip. The cannula was inserted into the blade, and the surgeon tried to inject 1 cc cement into the syringe. However, it was hard, and the cement was not injected. Although the pusher was used, it was too hard and did not move. When the surgeon increased the cannula scale by 5 mm, a slight amount of cement (5 cc) finally emerged from the cannula tip. The surgeon guessed that bone was stuck in the blade, so that the cement did not come out. The cannula and the syringe had no problems, and there was a possibility that the blade had a problem. The surgeon determined that 3 cc of cement was not necessary for this case, and only 5 cc cement was injected. The surgery was completed successfully without any surgical delay. No further information is available. This report is for an unk - biomaterial - cement: traumacem. This is report 1 of 1 for (B)(4).